Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 4398-88 lead, implanted: (B)(6) 2013.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) for high impedance in the rv coil. The lead remains in use. No patient complications have been reported as a result of this event.